Event description:
Reference number (B)(4). Event occurred in belgium. It was reported that the patient faced low blood glucose level event on (B)(6) 2026. The patient managed with carbohydrate intake. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: belgium.